Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2023.

Manufacturer narrative:
Device evaluation: 01 x zso-7-7 zimmon biliary stent of lot number c1947307 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2023. On evaluation of the device the device was noted that the stent and pigtail straightener returned. Straightener returned in the incorrect orientation. Kink observed on the 5th porthole of the tapered end pigtail curl. A 0.035-inch wire guide does not pass the kink. Manufacturing records review: prior to distribution all zso-7-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with this work order. Instructions for use /or label review: the instructions for use, (ifu0045) which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. As the kink was noted prior to straightening the device, this is the most probable cause. Confirmation of complaint: the complaint is confirmed based on visual and/or functional inspection. Summary of investigation: failure identified: transport/storage conditions. Confirmed quantity of 01 device prior to use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. As the kink was noted prior to straightening the device, this is the most probable cause. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. This device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the pigtail end kink before use. User changed to another same device to complete the procedure. Patient outcome/ event notes n/a ¿ this observation was made prior to patient contact.